Event description:
It was reported that the lead has noise since feb 2022 and impedance has been dropping over the past year. Probably insulation breach. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)